Manufacturer narrative:
Date of event is estimated. Reps were not present for this procedure. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was experiencing ineffective therapy. X-ray imaging confirmed lead migration. As a result, surgical intervention was undertaken on (B)(6) 2016 where the lead was repositioned. Issue resolved.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.